Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer se replaced the gui central processing unit (cpu)and backlight inverter cables. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported by a customer that on an 840 ventilator the upper graphic user interface (gui) was unreadable. There was no patient involvement.